Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - excessive force

Event description:
It was reported that the procedure was to treat the mid left anterior descending (lad) coronary artery with mild calcification. The balance middleweight (bmw) universal ii guide wire was used in the procedure, but the stent balloon that was advanced on the guide wire could not be removed. The tip of the wire became stuck inside the balloon and the devices were removed together. Upon removal the devices were forcibly removed and the tip of the wire remained in the balloon. Deformation and swelling of the polymer on the wire was noted. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. However, a review of the production record and complaint handling database revealed similar complaints from the reported lot, indicating there is a potential quality issue. Based on the information reviewed, the reported difficulties were concluded to be related to a potential quality issue. The guide wire met resistance and force was applied. It should be noted that the instructions for use (IFU) states: do not: push, auger, withdraw or torque a guide wire that meets resistance. In this case, based on the reported information, the IFU violation was circumstantial due to the difficulties experienced during removal. Further investigation will be performed and corrective actions will be taken, as required, in accordance with internal operating procedures.